Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Customer suspected cause of elevated bg was due to consuming a high carbohydrate breakfast and discoloration around the non-tandem infusion set site adhesive. Customer changed the infusion site. Pump system check was performed and no pump issues were identified. Customer's call disconnected prior to obtaining additional information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.